Manufacturer narrative:
Block b5 has been updated with the additional information received on november 8, 2024. Block d2b: pro code (product code): kns, pcu; reported here as the product code exceeded character limit for the designated field. Block g4: premarket/510(k): k163272, k181905, k220112, k233318; reported here as the product code exceeded character limit for the designated field. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a04 captures the reportable event of stent cover damaged.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas for the treatment of walled-off-necrosis (won) during a procedure performed on an unknown date. On (B)(6) 2024, approximately 4 weeks post stent placement procedure, the removal of the axios stent went smoothly, although there was slight resistance than usual. The stent was removed with a small amount of tissue ingrowth which was found near the edge of the flange on the fluid collection side, and there was evidence of degradation of the stent cover. There was no patient complications reported as a result of this event. Additional information received on november 8, 2024. It was reported that the axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas during a cystgastrostomy procedure. Additionally, the stent removal procedure was a scheduled removal, and the indication was resolved at the time of removal. A grasper forceps was used to remove the stent.

Manufacturer narrative:
Block d2b: pro code (product code): kns, pcu; reported here as the product code exceeded character limit for the designated field. Block g4: premarket/510(k): k163272, k181905, k220112, k233318; reported here as the product code exceeded character limit for the designated field. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a04 captures the reportable event of stent cover damaged.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas for the treatment of walled-off-necrosis (won) during a procedure performed on an unknown date. On (B)(6) 2024, approximately 4 weeks post stent placement procedure, the removal of the axios stent went smoothly, although there was slight resistance than usual. The stent was removed with a small amount of tissue ingrowth which was found near the edge of the flange on the fluid collection side, and there was evidence of degradation of the stent cover. There was no patient complications reported as a result of this event.